Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted to cancel the initial report. A conservative approach was taken in initially assessing this complaint and was reported based on the malfunction precedence "deployment issue that results in the exposed stent removed from the patient". The device evaluation confirmed that there was no stent exposure or partially deployed stenta, the complaint has been re-assessed based on "unable to deploy stent" this failure mode is low risk (iia) and therefore no longer meets the FDA MDR reporting requirements based on a malfunction precedence or malfunction report.

Event description:
This follow up report is being submitted to cancel the initial MDR report. The physician attempted to place the stent to treat the stricture of the horizontal part of duodenum, but a distal side of the stent was not fully expand during deployment. Therefore, he retracted the stent into the sheath for the second try. However because the same thing occurred also at the second attempt of deployment, another evo- (9cm) was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician attempted to place the stent to treat the stricture of the horizontal part of duodenum, but a distal side of the stent was not fully expand during deployment. Therefore, he retracted the stent into the sheath for the second try. However because the same thing occurred also at the second attempt of deployment, another evo- (9cm) was used instead to complete the procedure. There have been no adverse effects to the patient reported.